Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associate right ventricular (rv) lead displayed a low, out of range shock impedance measurement of 0 ohms. Boston scientific discussed that electromagnetic interference (emi) may have played a role in the low measurement. The system will continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.